Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. Customer was instructed to deliver a bolus to update the insulin estimate and reload the cartridge resolving the issue.